Manufacturer narrative:
B3: date of event is unknown one infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to be in good condition. The devices event history log was reviewed for evidence of the reported problem, service due found in the log. Functional testing was conducted. Upon review, the reported problem was not duplicated during the investigation. Found service due message in the event history logs that caused the battery problem. Recommended clock battery to be replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump displayed message 55. Need to replace soldered on battery. ?no adverse patient effects were reported by the customer".